Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed exposed wires to the handheld cable. Visual inspection also revealed the power cord had no exposed wires. The complaint reporting a frayed power cord was unconfirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Related manufacturer ref: 3004936110-2022-00770. This report is to advise of an event observed during analysis confirming exposed wires of the handheld cable.